Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) that encounter the problem, replaced the line cord assembly, the fse performed functional check and safety check. Unit passed all functional and safety test per factory specifications. Demo unit was cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported by a getinge field service engineer (fse), during functional check (before demo use), noticed that the protective earth resistance in the cardiosave intra-aortic balloon pump (iabp) was over 0,240 #. There was no patient involvement, and no adverse event reported.